Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14943. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011952, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011952 was manufactured according to the work instruction (wi) version 121 and manufactured in the inset line 3 on 08-mar-2025, with a total of (B)(4) units. The gluing of tubing lot 5b04539 was manufactured according to the (wi) version 67, gluing of tubing in the machine sc01, on 07-mar-2025, with a total of (B)(4) units. The s gluing of tubing lot 5b05641 was manufactured according to the (wi) version 67, gluing of tubing in the machine sc01, on 08-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set tubing kinked event on 11-jul-2025. The infusion set was in use for less than 1 day. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: per revision 21 of procedure 3709030, a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6011952, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6011952 was manufactured according to the work instruction (wi) version 121 and manufactured in the inset line 3 on 08-mar-2025, with a total of (B)(4) units. The gluing of tubing lot: 5b04539 was manufactured according to the wi version 67, gluing of tubing in the machine sc01, on 07-mar-2025, with a total of (B)(4) units. The s gluing of tubing lot: 5b05641 was manufactured according to the wi version 67, gluing of tubing in the machine sc01, on 08-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.